Event description:
It was reported that during a ptca/atherectomy procedure, there was a perforation, and a separation of the flextome cutting balloon. The procedure was in the calcified left anterior descending artery (lad). A maverick otw 1.5x9mm balloon was advanced to the lad. The balloon was inflated twice to 12 and 18 atms respectively. The maverick balloon was removed and rotational atherectomy was performed in the lad. A maverick otw 2.5x20mm was advanced to the lad lesion. Three inflations to 10 and 14 atms were performed in the mid lad, and 2 inflations to 14 and 20 atms were performed in the proximal lad. A perforation was noted in the mid lad. The physician attempted to advance a 2.5 x 24mm taxus drug eluting stent to the lad however was unable cross the lesion and it was removed. The physician then advanced a 2.5x20 quantum balloon catheter to the lad and inflated once in the mid lad to 12atms, once in the prox/mid lad to 26 atms and once in the prox lad to 28 atms. Then a 2.75 x 6mm cutting balloon was advanced to the mid lad and three inflations were performed at 18, 15 and 12 respectively. During removal of the cutting balloon and guidewire, the cutting balloon shaft broke off in the mid lad. A choice pt wire was then advanced, and the maverick balloon was advanced past the cutting balloon to the distal diagonal. The maverick balloon was inflated 2 times to 14 atms for 20 seconds and then 15 seconds in the distal diagonal. The maverick balloon was then inflated 2 times in the proximal lad, 16 atms for 55 and 30 seconds, over the piece of the cutting balloon. The maverick was then withdrawn, and a .014 x300cm shinobi wire was advanced to the distal lad. The taxus drug eluting stent was then reinserted, and deployed in the lad and into the diagonal over the broken piece of the cutting balloon. Patient status is reported as 'fine', with a good prognosis.

Manufacturer narrative:
Product has been returned, however the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.